Event description:
Handpiece error.

Manufacturer narrative:
The unit was received. Refer to evaluation number (B)(4) - 1 opened tissue removal system. Discarded due to possible patient contact. A replacement unit was sent to the customer. Because the unit ws discarded without evaluation it is not possible to determine an assignable cause for the issue. Insufficient information for a complete investigation. The DHR for lot 36612-01 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 36612-01. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4). No significant trends were observed.